Event description:
It was reported that the implant driver did not disengage from the implant head . Procedure completed with another implant.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). D4: additional device information unknown / not provided . D10. Concomitant medical products xiitp4310 osseotite tapered certain prevail implant. 4/3 x 10mm lot 2022091511. H4: device manufacturer date unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One implant (xiitp4310), and ratchet extension implant driver (ire200u) were returned for investigation. Visual evaluation and functional testing on the devices identified and confirmed that they could not disengage. This investigation addresses only the ratchet extension implant driver - ire200u. Device history record (DHR) review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the ire200u dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: does not disengage/release). A definitive root cause could not be determined. However, based on the investigation and risk management file review, the most likely root causes determined were incorrect techniques used: customer error. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.